Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 sept 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding the product tego connector where it was reported that device was broken after it sat for 5 days. This was reported to occur during an ongoing dialysis. The device worked when aspirating the catheter lock and when connected to the nacl syringe. The reported that they could not aspirate or flush in, disconnected and reconnected the nacl syringe again to get it working. When they were about to give klexane, they noticed that the tego stopper was broken and had to change to a new stopper. There was no reported patient involvement.

Manufacturer narrative:
One used d1000 tego connector was received for investigation. The device was visually inspected. No anomalies were noted. The tego was accessed with a male luer and the fluid path was found to be clear. There was no leakage. The reported complaint couldn't be confirmed. D9 - date returned to mfg: 10/30/2025.